Event description:
It was reported that balloon leak occurred. The target lesion was located in the vessel of iliac. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon leak occurred, and the air continues to release during air withdrawal. This has been continuing to occur despite changing the three-way stopcock to a new one. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.